Event description:
The physician complained that the device reached the recommended replacement time too quickly, and in particular, that the displayed residual longevity shown on programmer did not reflect the actual longevity. Preliminary analysis revealed a normal battery depletion.

Manufacturer narrative:
(B)(4).

Event description:
The physician complained that the device reached the recommended replacement time too quickly, and in particular, that the displayed residual longevity shown on programmer did not reflect the actual longevity. Preliminary analysis revealed a normal battery depletion.